Event description:
It was reported that the device female iui (left) had communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of iui female (left) - comm failure was confirmed. On 29-august-2024, 2 lvps were received unboxed and with paperwork. Lvp units functions normally with no errors when tested along with a lab pcu. Internal inspection confirms that the left iui board has bad soldering (p/n tc10013117). Recommend bd san diego repair center replace the p/n tc10013117. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex c: c0401 annex a: a13 annex g: g02017 additional information: annex c: c0201.

Event description:
It was reported that the device female iui (left) had communication failure. There was no patient involvement.

Event description:
It was reported that the device female iui (left) had communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.